Manufacturer narrative:
Siderail.

Event description:
It was reported by svc report that both foot end side rails are broken. It is unk if there was pt involvement or if there are adverse consequences to report.